Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. An exact bg value was not provided. Reportedly, elevated bg's are due to the basal rate being adjusted by customer's health care professional. No further information on the reported issue was provided.